Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose reported at 400 mg/dl after the ilet infusion set appeared occluded and insulin delivery did not occur until the infusion set and related supplies were changed; the user had run out of insulin, used subcutaneous insulin by pen as a bridge, and then resumed pump delivery after guidance. Symptoms included headache associated with hyperglycemia. Outcomes included no health consequences or impact once delivery resumed and glucose trended downward. Customer care performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed obstruction of flow consistent with an occlusion and a deformation problem traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.